Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number p4t71x, and no non-conformances were identified. Additional information received: facility name: hospital (B)(6). Did the patient have any permanent damage? No. Did the patient have to be hospitalized or had been hospitalized for a long time due to a j & j product problem? No. Need to be re-operated to prevent or correct any damage? No. Did the patient have any serious damage? No.

Event description:
It was reported that during an unknown procedure, when using the cdh25 stapler, at the time of stapling there was resistance and locked. The surgeon chose to end the procedure by modifying the surgical technique.